Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the arteriovenous fistula. The 5mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced in the patient anatomy. The armada balloon was inflated for 30 seconds to a minute, however it did not inflate. A leak was noted proximal to the black tube [strain relief tubing]. A comment was made stating the problem appears to be at the connection portion between the catheter and black tube [strain relief tubing]. A new armada 35 bdc was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and three other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.